Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery angioplasty interventional procedure. Reportedly, the proglide device was unable to be advanced into the artery. The device kinked in the attempt to advance. There was no resistance during removal and no tissue damage was noted. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.